Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# v006125, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v135050, implanted: (B)(6) 2008, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there were impedance readings of greater than 40,000 ohms. There was a loss of therapeutic effect. The patient had gone into the healthcare professionals on friday prior to the date of this report due to a return of symptoms. The patient had been seen two weeks prior and everything had looked fine however the patient had never had the same efficacy with the new platform that she had with the soletra. The left implantable neurostimulator (ins) was in question, c/2 was greater than 40,000 and active contacts were close to 26,000. X-rays of the ins were done, therapy impedance was not done and a breakdown of impedances was not available. It was unknown if the lead/extension had migrated. A palpation was not done but there was dystonia so it would not have been a helpful tool. They discussed doing x-rays of the lead/extension. C/3 on left ins was low, 630 however this contact was not being used. C/1 on the right ins was low, 486 and they were using it and therapy impedance on that side was 481. The patient was programmed at c+1-2-3-. This would result in frequent recharging. The patient¿s mother was concerned about device defects. Impedance reports were sent, there were no out of range electrodes on one device. The manufacturing representative no longer had the info from the prior soletra but had not felt that any shorts or opens were seen at the changeout. Shorts were noted on each side along with the one side having low therapy impedance due to being programmed on the short and the goal was to program around the symptom issue. The growth of the patient was discussed and possible tension on the extension but the healthcare professional had not felt this was an issue at the time of this report and he had been in the pocket at explant and re-implant. The patient had axial dystonic posture. The patient was going to be seen on (B)(6) 2015. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-09949 for patient¿s other side implant.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Additional information received reported that there was not a 50% or greater symptom reduction. Reprogramming was needed but at follow up impedances were reportedly at normal range. The event cause was not determined. The patient was doing fine at the time of this follow up report and receiving therapy.